Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on which firing(s) did this event occur (1st, 2nd, 12th, etc.)? First. Did the device fully cut the target tissue? No the device tore the tissue. Did the prolonged procedure change the post-operative care? Yes, they needed to change their device. Surgeon did a suture with monocryl. He needed to do the coagulation with bipolair. What other color cartridges were used before and after this event? Before the problem, none cartridge has been used. And after the incident gold cartridges has been used. Was the instrument fired across or near an existing staple line or clip? No if any unexpected noises were heard, when were they heard? No sound from the powered. Were any of the forces higher or lower than expected (closing, firing, or opening)? Nothing unusual was found. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes, the triggers returned at the original position. No need to use the manual trigger. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? All of tissues ware pushed at the distal of jaws, the formed like a big fold.

Manufacturer narrative:
(B)(4). The analysis found that one ple60a device was returned in good visual condition and with no cartridge reload present. In addition, the bailout door was out of position and the lever was down. Please note that if the manual override door is removed the device is disabled and cannot be used for any subsequence firings until the door is installed. The bailout door was properly reinstalled and the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a gastric bypass procedure, the device would not staple but cut. From the beginning of stapling, the tissues have been torn: the stapler cut but did not staple. They had to use four chargers (4 more rows of staples) to repair the tear. Extension of the intervention was over thirty minutes. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.